Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the patient had the dye study on (B)(6) 2018. It was determined that the catheter was not patent. The decision was made by the physician to remove the drug from her pump and fill the pump with preservative free saline and run it at minimal rate. The patient was considering having the pump removed potentially at a later date, but wanted to have time to discuss this with her family and also with her managing physician, who was presently out of the country, as of 2018-oct-12. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (10mg/ml at 1.575 mg/day) and dilaudid (10mg/ml at 1.575mg/day) via intrathecal drug delivery pump. The indication for use was noted as pancreatitis and non-malignant pain. It was reported that the expected reservoir volume (erv) was 10.3ml and the actual reservoir volume (arv) was 37ml. The pump logs were checked and were normal. No symptoms were reported. The event date was (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the dye study was scheduled for (B)(6) 2018. The cause of the volume discrepancy was not been determined as of (B)(6) 2018. There were no further complications reported at this time.